Event description:
A physician reported that during an intraocular lens (iol) implant procedure, plunger did not push through the lens and did not push through the iol (intraocular lens), pushing the center of the iol. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. The reported product lot/serial number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that they have noticed plunger override/underride or haptic adherence to the underside of the optic. Additional information was received stating that the ovd (ophthalmic viscosurgical device) had been positioned below the nozzle tip and that the amount injected had been small. It was also noted that the ovd setting timing had occurred before ia. After the company representative explained the appropriate ovd injection volume and the correct timing for setting, the doctor was able to use the device with the lens tacking normally.